Event description:
Related manufacturing ref: 2184149-2022-00287, 3008452825-2022-00717. During a supraventricular tachycardia procedure, there were communication and temperature issues with two flexability catheters, and performance issues with the ensite x system, resulting in a delay of procedure. At first navx was being used, however the patient had a fat from the crista terminalis. Therefore, the mode was switched to voxel. The flexability se being used was switched to a tactiflex due to technical issues and used for mapping in voxel mode, while using the supreme and cs catheter for mapping in navx mode. The following issues occurred with the ensite x system: 1. There were issues with field scaling in navx mode. Navx field scaling and se field scaling were attempted, but neither worked correctly. A lot of points were deleted, which might have been related to point collection in the sheath. 2. It was desired to use the flexability se catheter for mapping in navx mode, when it was noticed that the patient had a fat. The flexability se catheter never became a green icon and showed poor sensor quality. The cable was replaced, which did not help. The flexability se catheter was then changed to a new flexability se catheter, where the icon turned green and sensor quality was good. 3. The second flexability se gave a continuous temperature alarm, when ablation was started in voxel mode. The flexability se catheter was then exchanged for a tactiflex se, which worked well. 4. In navx mode our hd grid showed poor sensor quality. Changing the cable and field frame did not resolve the issue. All patent reference sensors were green. 5. The prsa was checked and was in the recommend low sternal position. It was moved to a higher plane sternal position before starting a voxel procedure and then the hd grid showed a green icon. 6. The hd grid was in low confidence and collecting false space. 7. There was respiration related catheter movement, causing false space. Using "end expiratory triggering" helped, but did not solve the issue completely. 8. Editing the model and collecting a complex map needed manual editing, which takes time and is often not possible in a complex procedure under conscious sedation. 9. Respiration compensation did not work as needed in such a patient with continuous changing breathing pattern. The system was collecting false space, related to the positional influence of the respiration pattern on catheter localization. 10. It took time to switch from navx to voxel mode. The procedure was successfully completed with no adverse consequences.

Manufacturer narrative:
One quadripolar, uni-directional, curve d, flexability sensor enabled ablation catheter was received for evaluation. The catheter met specifications for electrical and temperature testing, and functioned per requirements during an irrigation flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature and communication issues remains unknown.